Event description:
It was reported that during patient use, a ventilator generated an alarm and had to be shutdown. The alarm could not be cancelled so the customer forced the vent to shut down. The patient was removed from the ventilator and transferred to another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer repaired that device by replacing the main board. The board was then returned for investigation. The component was installed into a test ventilator and the device would not power on. The reported complaint was verified.

Manufacturer narrative:
(B)(4).